Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and morphine at unknown doses and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming or beeping and it started "yesterday." The sound was consistent with the pump alarms. It was then stated that the pump was now empty. They called the hcp office and were told the patient's alarm date was (B)(6) 2016, but they didn't hear the alarm until yesterday. It was also noted that the patient missed his scheduled refill. The patient was taken to the emergency room (ER) last week for withdrawal and the patient was "jerking around" and sick. The ER sent the patient to the hospital and the managing hcp was called. However, the hcp would not come to the hospital. The patient was in the hospital for 4 days where he was given oral morphine or dilaudid every 3 hours, it could not be remembered which drug it was. It was further noted that the managing physician had left the practice and went to a practice that was too far away as they could not go more than 40 miles.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.